Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported blood glucose level was 303 mg/dl. The customer was able to load a new cartridge successfully and confirmed that the pump would be used to address bg level.